Manufacturer narrative:
(B)(4), date sent: 5/30/2024. D4: batch # x70511. Corrected data (h.12). D4. Lot. D4. Expiration date. H4. Device manufacture date. Investigation summary. The product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er420 device was returned with a clip in the jaws and no apparent damage. The clip was removed in order to inspect the jaws and they were found with no damage. In addition, the tyvek was returned along with the instrument. The device was tested for functionality. During the analysis, the device was noted with fluids. The device was functional tested, and it fed, retained and formed the remaining eighteen(18) clip as intended. The event described could not be confirmed as the device performed without any difficulties noted. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified. D4. Lot. D4. Expiration date. H4. Device manufacture date.

Manufacturer narrative:
(B)(4) date sent: 5/22/2024 d4: batch # unk the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: "1. Please provide more details for "a misfiring of the clip"? 2. Did device jam (not fire clips)? 3. Did device not feed clips (clips not advance fully into jaws)? 4. Did device drop or eject clips? 5. Did device sideways feed clips? 6. Did device fire malformed clips? 7. Did device fire scissored clips? 8. Did the clip not hold on the vessel or tissue once placed? 9. Were there any patient consequences? "The clip was malformed by scissoring. Clips legs were not aligned"" this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic colectomy there was a misfiring of the clip. No patient harm. New device was used to complete the case.